Manufacturer narrative:
Initial.

Event description:
It was reported that after starting a dexcom g6 continuous glucose monitor (cgm) sensor, the ilet pump did not display glucose readings while the dexcom app showed values, and the device history noted a ¿transmitter not found¿ alert; the user confirmed the correct transmitter ID and was advised to toggle cgm type and restart the sensor, with the issue characterized as intermittent communication failure involving the antenna/electrical-magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between the cgm and the ilet with intermittent communication failure traced to antenna-related electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was component failure.